Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that a loose screw from the door cap resulted in the reported issue. After removal of the screw, functionality was restored. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the gantry of the imaging system would not close. It was reported that the other gantry motions were available, however, the representative was unable to confirm. There was no patient present when this issue was identified. No additional information was provided.